Event description:
Reporter alleged finding the third of the inform meter as being burned. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.